Manufacturer narrative:
The device was returned to olympus for inspection and confirmed that the event reported by the customer occurred. A root cause could not be identified. Based on the results of the investigation, it is likely there was noise in the image due to a faulty ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope presented a noised screen. The issue was identified during maintenance. There were no reports of patient involvement.